Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced a failure of product to contain medication during use. The following information was provide by the initial reporter: the barrel was cracked and drug leaked when drawing it.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the barrel was cracked and drug leaked when drawing it. The returned syringe was examined and exhibited a crack in the barrel ranging from the 40- 60 unit markings, which could cause leakage. Unable to perform DHR check for barrel damaged and leakage due to unknown lot number. Visual inspection of the photos found the syringe with a crack in the barrel from the "00" in the u-100 to the "n" at the end of insulin. Unable to search DHR or maintenance records due to unknown lot number. Unable to determine the root cause of the crack in the barrel.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced a failure of product to contain medication during use. The following information was provide by the initial reporter: the barrel was cracked and drug leaked when drawing it.